Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the leaky reservoirs both o-rings and sometimes during fill reservoir and sometimes after insertion to insulin pump. The blood glucose was unknown at the time of the incident. The reservoir will not be returned for analysis.